Manufacturer narrative:
Continuation of d10: product ID a71400. Serial# unknown: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Ins serial number confirmed. Software version was the same as the product that was delivered. R egarding details of the error message, it was observed by the neurosurgeon during stimulation adjustment. It was reported that a red error message appeared and the system shut down. The exact wording of the message was unknown. It was not possible to borrow the ne urosurgeon¿s tablet on that day, so the logs could not be obtained.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient implanted with a neurostimulator (ins). It was reported that when telemetry was performed on the tablet/ins and stimulation adjustments were made on the program screen, an error appeared on the screen, and the app was shut down. After performing telemetry again, the programs for groups b and c had disappeared from the program screen, and programs for a, d, and e were displayed instead. Telemetry was performed again, and when programs were created up to group h on the programming screen, groups b and c appeared at the lower part of the screen and could be configured. The issue was resolved.

Manufacturer narrative:
G2: the country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.